Event description:
During an open abdominal hysterectomy procedure, the suture tore through the tissue. The surgeon used another product. No pt injury was reported.

Manufacturer narrative:
6/2/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.